Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/07/1999 and was last repaired on 09/20/2013 for a non-related issue. Evaluation of the device observed deformation to the front edge of the comb, minor wear to the roller gear and wear to the latching pins. Customer did not return a ratchet, cutters or carriers for evaluation. It was also observed that the comb was damaged and that latching pins were worn. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return cutters or carriers for evaluation. Improper handling most likely caused the damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the latching pins. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete carrier was not transporting the skin. There was no patient harm or delay reported, and the procedure was completed with an alternate device.